Event description:
It was reported that this right ventricular (rv) defibrillation lead was part of a system revision due to infection 7 months post implant. The lead was explanted, and a new system was implanted 9 days later. There were no additional adverse effects reported. The lead was discarded following explant and is not expected to be returned. If information is provided in the future, a supplemental report will be issued.